Manufacturer narrative:
(B)(4). Concomitant products: arcos taper stem cat# 22-300818 lot#: 064020. Modular head cat#: 11-363662 lot#: 080270. Ringloc e-poly liner cat#: ep-053660 lot#: 3387738. Arcos lateral trochanteric bolt cat#: 11-302132 lot#: 963050. Arcos trochanteric claw cat# 11-302101 lot#: 295220. Arcos cone cat# 22-301302 lot#: 244770. Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was noted during an x-ray review that there is radiolucency around the acetabular component. The patient reported pain. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.